Event description:
It was reported that while using the ilet, the patient experienced a low glucose after dinner, with readings of 68 mg/dl on the ilet and 63 mg/dl by fingerstick; the patient self-treated with approximately 8 g of fast-acting carbohydrates, then immediately rechecked and, after seeing 63 mg/dl, ingested an additional approximately 25 g of carbohydrates, resulting in subsequent hyperglycemia. Symptoms included lethargy during the high glucose and no reported symptoms during the low. Outcomes included resolution at home with troubleshooting and education on proper hypoglycemia treatment while using the ilet. Investigation included complaint intake review and user education on low treatment protocols. Investigation of this case revealed user-related overtreatment of hypoglycemia without a 15-minute wait for reassessment; no device performance issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.